Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
MDR report #: mw5145370 received on 20sep2023. The patient had a right axillary intra-aortic balloon pump catheter inserted on (B)(6) 2023. On (B)(6) 2023 frothy blood was noted in the sheath and poor flows were noted. She was taken to the operating room for replacement of the catheter, upon removal, the helium balloon was noted to be fractured.

Event description:
N/a

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).